Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found that a switch on the drawer was not working. Replaced switch and verified the repair. The instrument was tested without further problem. Repairs have returned this instrument to expected operation.